Event description:
It was reported when letting off the foot pedal the viewable image was all black. This was resolved by rebooting the system. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.